Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6)2024. The most recent information was received on 07-feb-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of headache ("headaches") in an adult female patient who had essure inserted for permanent contraceptive tubal implant. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2010, the patient had essure inserted. On (B)(6)2010, the day of essure insertion, she experienced headache (seriousness criterion intervention required), palpitations ("palpitation"), constipation ("constipation"), arthralgia ("joint pain"), insomnia ("insomnia"), tendonitis ("tendinitis") and loose tooth ("teeth loosening"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to constipation, arthralgia, insomnia, tendonitis, loose tooth, palpitations or headache. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 55 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-feb-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 17-jan-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of headache ("headaches") in an adult female patient who had essure inserted (lot no. 731811) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the day of essure insertion, she experienced headache (seriousness criterion intervention required), palpitations ("palpitation"), constipation ("constipation"), arthralgia ("joint pain"), insomnia ("insomnia"), tendonitis ("tendinitis") and loose tooth ("teeth loosening"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to constipation, arthralgia, insomnia, tendonitis, loose tooth, palpitations or headache. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 55 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.